Manufacturer narrative:
A philips field service engineer (fse) was scheduled to inspect the system onsite. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the aps display error occurred, and visub failed to power on a integris allura 15 & 12 monoplane. The clinical use of the system was in use. There was no reported patient or user harm.